Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. No visible defect was observed on the provided pictures and there were no visible cracks on the blood header and the tube was correctly glued. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that during treatment with one unit of prismaflex m100 set c, an external blood leakage was observed at the return blood port. There was patient involvement but no patient impact and no medical intervention. No additional information is provided.